Manufacturer narrative:
The customer's comment could not be confirmed, the stylus and cursor aligned on the display screen, and calibration was able to be successfully performed. It was found that the upper and lower cases were bent out of shape, the lower case was scratched, the rear display cover was scuffed, and the power cord bay assembly had markings on it. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had issues with the stylus, and multiple attempts to recalibrate failed. The programmer has been returned to service. No patient complications have been reported as a result of this event.